Event description:
Information received indicates the bed has no functions working due to fluid ingress onto the logic board.

Manufacturer narrative:
The technician replaced the logic board to repair the bed.